Event description:
Total knee replacement prosthesis removed due to polyethylene wear with probable osteolysis. Replaced.on pathological exam, the high density polyethylene tibial component's articular surface was focally worn. Foreign body reaction with acute inflammation was noted. Grandulation tissue with foreign body reaction with necrosis was also seeninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.